Event description:
The customer contact reported the device door roller was broken off. The device was returned to the biomedical department with a report that during start up, prior to pt use, it was noted the device door roller was broken off. There were no reports of any adverse pt events. There were delays in critical therapies, no medical interventions were required. During testing at the user facility, it was noted that the device door roller was broken off. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.